Manufacturer narrative:
The referenced replacement of the percutaneous lead (driveline) replacement can be found under manufacturing report # 2916596-2016-01705. Approximate age of device ¿ 4 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the emergency room with shortness of breath and nausea. The patient had a prior percutaneous lead (driveline) replacement on (B)(6) 2016. Interrogation of the system controller¿s event history revealed that on (B)(6) 2016 a low speed advisory alarm occurred, with a speed drop to 7960 rpms. The patient was sent for a CT scan of the kidneys/ureters/bladder (kub), and the results were no provided. The system controller log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the transient low speed advisory with the pump speed dropping to 7960 rpm. The issue occurred on the power module. X-rays of the driveline were also reviewed by a representative of the manufacturer¿s technical services team, and revealed an area of concern on the internal portion of the percutaneous lead (driveline). The healthcare professional requested two ungrounded power module patient cables for the patient to use while on power module support. It was reported that the patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The reported low speed event was confirmed through the evaluation of the submitted system controller log file; however, the cause of the abnormal pump operation could not be conclusively determined based on the evaluation of the returned device. The log file captured a single active low speed operation flag when the pump speed momentarily dropped to 7960 rpm (640 rpm below the low speed limit), resulting in a low speed advisory alarm. The low speed event occurred while the patient was connected to the power module and could be indicative of a potential percutaneous lead wire compromise; however, the evaluation of the returned portions of the lead did not confirm any wire damage. The pump was returned with the percutaneous lead severed approximately 2 inches from the pump housing. An additional lead segment measuring approximately 28 inches in length was also returned, which included the prior percutaneous lead replacement site performed on (B)(6) 2016. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Electrical continuity testing of both returned lead segments revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield of both lead segments appeared unremarkable except for an area of minor shield breakdown on the proximal side of the replacement site. The layers of the percutaneous lead replacement site as well as the underlying wire connections appeared unremarkable. Microscopic inspection of the wires did not reveal any areas of compromised wire insulation or damage to the inner conductors along the length of the returned percutaneous lead segments. The returned portions of the lead were suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Upon disassembly of the pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not identify a device-related issue that would have contributed to the reported abnormal pump operation. The location of the suspected percutaneous lead compromise could not be determined; however, the entire percutaneous lead was not returned for analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.